Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 3889-28 (lot: va1nbh9); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for :fecal incontinence,gastroin testinal/ pelvic floor it was reported that their previous implanted device had been located in the left buttock and was removed, patient said when implant was removed they also attempted to remove the lead but the lead broke and a fragment was still embedded in their sacral nerve. Pt said that now their managing hcp was asking patient to gather device information so that the patient could get an MRI. Pt said lead fragment left in was 2 cm. Ps reviewed MRI info with pt and redirected pt to hcp. Ps reviewed role of rep and redirected pt to hcp. Ps reviewed device model and serial numbers and warm transferred pt to device registration as pt requested info on previous devices be sent to them. See related (B)(4), MRI display.

Manufacturer narrative:
Continuation of d10: product ID 3889-28, lot# va1nbh9, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient called back and reiterated that they had 2 inches of fractured lead embedded really deeply from their previous lead so the surgeon wasn't able to remove it and that the medtronic representative told the patient that the patient needed to call patient services in order to get the MRI mode programmed. Patient also reiterated that the MRI mode showed the implant was located in the left buttock which was incorrect. Patient services reviewed with the patient if the rep had questions the rep could call technical services but redirected the patient to continue working their health care provider (hcp) and rep to update their MRI mode programming. Patient stated their hcp told them their fragment met the 4 criteria in the MRI guidelines so they should be able to program MRI mode for them. Patient services again reviewed that the rep and hcp could connect with the patient to update their MRI mode if that was the case. Also reviewed previous system registration information with the pa tient. Patient to follow up with their hcp and rep to program their MRI mode.